Event description:
Patient brought directly from or to ir suite after developing 150 cc bright red bleeding from her oropharynx while undergoing dilatation of prior tracheo-esophageal repair. Aortography did not reveal extravasation at that time and she was transported to the picu for close monitoring. While in the picu, she developed hemoptysis and was emergently returned to the ir suite for repeat angiography and possible embolization. A 3 french flush catheter was positioned in the ascending aorta. Digital subtraction aortography was performed in two projections without and with balloon deflation. Active extravasation was present arising from the aberrant right subclavian artery. The balloon was quickly reinflated. The 3 french catheter was exchanged for a 5 french c2 which was navigated into the aberrant right subclavian artery and across the balloon. Repeat arteriography was performed with and without balloon deflation revealing arterial injury adjacent the junction of the right subclavian/right vertebral artery. Upper extremity pulses and color doppler of the right radial was performed with the balloon inflated and deflated revealing no definitive pulses prior to embolization. In conjunction with pediatric surgery, and given the emergent nature of the procedure the decision was made to coil across the injury. Detachable coils and a microcatheter were used. The first coil was positioned distal to the injury, but was defective and detached prematurely and traveled down the right upper extremity. Multiple additional coils were placed without issue across the right subclavian, and into the right vertebral. Two coils protruded into the aorta and were removed. Repeat angiography was performed from the right subclavian origin followed by arch aortography, both with and without balloon deflation. No extravasation or additional arterial injury was identified.  The catheters and wires were removed. Note was made that the right upper extremity had decreased capillary refill and was slightly dusky in appearance. Vascular surgery was present to assess the patient. The patient was transferred to the picu for further monitoring. Additional perspective: patient taken to or for scheduled esophageal dilation, post procedure complications of significant arterial bleeding from fistulization between an aberrant subclavian artery and the esophagus. Patient required mtp and bleeding was temporarily controlled with balloon tamponade. Vascular ir embolized the right aberrant subclavian, as well as the right vertebral artery, leaving patient with an ischemic right arm. Post procedure a head CT was performed that demonstrated extra-axial hemorrhages.